Event description:
It was reported that the patient developed an infection. The patient had another urinary device that became infected with puss. The patient was treated with antibiotics for a year and the device was replaced. The new urinary device then became infected and the patient ended up getting both bacterial encephalitis and meningitis so the urinary device was again removed. The pump was also removed because at the time the patient went in for the surgery, they did not know which device was infected. Since the infection had already spread to the patient¿s spine, they decided to remove the pump system. The patient was put into an induced coma for almost a month to perform the procedure. The event occurred in 2010. The patient was still taking cephalexin 250mg every 12 hours 5 years post-explant. Patient outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).